Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unknown amplatzer piccolo occluder was selected for implant on (B)(6) 2021 using a 4f amplatzer torqvue low profile catheter. During implant the distal disc of the device was positioned out in the aorta and then the device was pulled into the patent ductus arteriosus (pda). The mid portion of the device was un-sheathed. It was noted that the distal disc was in the aorta and the connecting waist and proximal disc were in the pda at a sharp angle where some portion of the device passed through the ductus and into the aorta. The patient remained hemodynamically stable but the physician expressed concern of a connection made from the pda to the aorta through the superior aspect of the pda with the connecting waist and proximal disc closing the pda. The delivery system appeared to have crossed the top of the pda, through the pda wall, and through the anterior aortic wall into the lumen of the aorta. It was unknown if the device tore the superior aspect of the ampulla and pda or whether there was a puncture during the subsequent deployment, re-capture, and re-deployment. The patient was monitored for a considerable amount of time. No attempt was made to readjust the device. The device was implanted. X-ray imaging showed the the distal disc of the device in the aorta outside through the superior aspect of the pda. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The fluoroscopy images show the device with the aortic disc in the aorta, but there is no evidence of disruption of the ductus arteriosus or aorta. The device is repositioned to become intra-ductal and confirmed with a CT scan image. There were no reported adverse patient consequences and no allegation the device malfunction. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.